Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-aug-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a sealed non-johnson & johnson pouch along with a piece of foam. During a visual inspection, the device was inspected under magnification. The lens was cut in half. Traces of ophthalmic viscosurgical device ¿ viscoelastic (ovd) could be observed on the surface of the lens. No further issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient changed her mind due to refractive target, thus the iol was explanted in a secondary surgical procedure; the information regarding the replacement iol is unavailable. Patient symptoms persisted for fourteen (14) days. There was no incision enlargement, no suture(s), and no vitrectomy during the lens exchange procedure. Patient prognosis post lens exchange in unknown. No further information is available.

Manufacturer narrative:
Additional information: section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.